Manufacturer narrative:
Unit was successfully downloaded using thump software. Pump passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review, pump error 53 alarm (file number = 980 and line number = 49175) confirmed on 06-aug-2024 triggered twice starting at 01:29:28 and 01:31:29. As per engineering troubleshooting guide, it was determined that pump error 53 was generated due to usage exception on main mcu (bum). Problem isolated electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and scratched case. In conclusion, customer concern for pump error 53 was confirmed in the history files on 06-aug-2024 due to hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a pump error. The customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self-test. The customer is not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.